Event description:
According to the literature, this study aimed to evaluate the safety, diagnostic accuracy and utility of colon capsule endoscopy (cce) vs. Colonoscopy for symptomatic patients with suspected colorectal cancer between april 2021 and march 2024. It was noted that cce was performed using the pillcamtm colon 2 system. The primary outcome was the diagnostic accuracy of cce compared to colonoscopy in matched patients for the combined endpoint of colorectal cancer (crc), significant polyps and colitis. A total of 10,369 patients were recruited prospectively, with 4878 patients who underwent cce. The 14 remaining patients diagnosed with crc had either an incomplete cce where the capsule did not fully examine the cancer segment or had an inadequately prepared bowel. There were 14 patients had inability to swallow the capsule and complications of confirmed retention for 10 patients were also noted. Outcomes and interventions were unknown.

Manufacturer narrative:
D10 concomitant product: unk-plcm-cap, unknown pillcam capsule (lot#unknown); unk-plcm-cap, unknown pillcam capsule (lot#unknown). Multicentre study of 10,369 symptomatic patients comparing the diagnostic accuracy of colon capsule endoscopy, colonoscopy and CT co lonography / james turvill, monica haritakis, scott pygall, emily bryant, harriet cox, greg forshaw, crispin musicha, victoria allgar, robert logan and mark mcalindon / alimentary pharmacology <(>&<)> therapeutics, 2025; 61:1532¿1544 / https://doi.org/10.1111/apt. 70046 / accepted: 12 february 2025. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.